Event description:
It was reported that a user and trainer encountered an ¿unable to transmit data¿ error in the ilet app when attempting to scan a new freestyle libre 3 plus sensor; during the call introduction the sensor scanned successfully and the ilet displayed warmup, indicating the ilet was not paired initially and became paired prior to the final scan attempt. Symptoms included no adverse clinical effects. Outcomes included no alarms or alerts after successful pairing and continued sensor warmup. Investigation included troubleshooting and user education regarding sensor scanning and device pairing workflow. Investigation of this case revealed that the device was functioning as designed after proper pairing and that the initial error was attributable to a transient pairing status prior to the successful scan. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to setup and pairing.